Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was displaying an "error 5" message. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began on an unspecified time on (B)(6) 2010. On an unspecified time, the patient claimed that he attempted to test his blood glucose on the subject meter and was unable to get a result. It is not known when the patient had tested successfully last on the subject meter and what readings he was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages his diabetes with insulin injections (no adjustments). The patient stated that due to the alleged issue, he increased his food/drink intake at approximately 2:00 pm. Two hours after the alleged issue began, the patient claimed that he developed symptoms of "sweating and dizziness." It is not known if the patient was able to test his blood glucose on any other meter at the onset of his symptoms. The patient reported that he was treated by his girlfriend with a glucagon injection. No further information was provided after the reported treatment. During the troubleshooting session, the cca verified that the patient was using a correct technique for testing his blood glucose on the subject meter. During a retest, the cca patient confirmed to the cca that the test strip completely drew in the patient's blood sample. The alleged error message could not be resolved by the end of the call. The cca made arrangements to have the patient's meter and supplies replaced at the patient's local (B)(6). Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims that he was unable to test his blood glucose on the subject meter due to the alleged issue, reportedly developed symptoms suggestive of hypoglycemia, and required medical intervention from another lay individual after the alleged meter issue began.

Manufacturer narrative:
(B)(4). The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Adverse event(s): "toxic lens syndrome, inflammation" (inflammation); "fibrinous anterior chamber irritations" (irritation). Product problem(s): "use of unapproved viscoelastic" (use of device issue [iol (intraocular lens) implant]). A surgeon reported having five pts who presented with "toxic lens syndrome, three to ten days" following intraocular lens (iol) implant surgeries. All pts were treated with medications. No iol had to be explanted and the pts experienced no further harm. The inflammation resolved after a few days of treatment. In a f/u, the surgeon described the event as fibrinous anterior chamber irritation lasting two weeks postoperatively. The surgeon also indicated the use of an unapproved viscoelastic. There are five medical device reports associated with this event. This is for the first of five pts.